Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6) , product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated that they had the device implanted in (B)(6) 2013 to treat leg pain and that for the last week and a half their leg had been hurting them. It was noted that neither group a or b were helping with the pain. The patient also stated that they never felt the stimulation as they just turned the stimulation on and the pain was gone. The patient denied any falls or trauma. The patient had contacted their healthcare professional¿s (hcp) office and was instructed to contact the manufacturer¿s representative. The patient did try to call the representative¿s number but it was no longer in service. Additional information received reported that the patient had received assistance from their healthcare provider (hcp) or manufacturer representative and their concerns had been resolved. It was noted that there had been an appointment on 2014 (B)(6) and a surgery was done on 2014 (B)(6). It was stated that the patient¿s leads had stopped working on 2014 (B)(6). It was stated that one lead had not been connected and the other had been ¿disloving.¿ additional information received reported that the lead that was reported to have been ¿disloving¿ was disconnected and had a possible fracture. It was noted that the patient had been doing well prior to the surgery. It was stated that the leads had been disconnecting from the ins and one was thought to be fractured. It was noted that the patient was doing well after the surgery. It was stated that one lead was ¿reused¿ and the other lead was left in. It was later clarified that one lead was partially removed and the other lead was removed, while two leads were implanted.